Event description:
Initial review of returned package on (B)(6) 2014 revealed an enclosed note that stated, "dr states it burnt pt." Contacted distributor by email requesting additional info and received the following response on (B)(6) 2014: "degree of burn was 1st and 2nd degree. There was sloughing of issue. Procedure being performed was a filling on #14 o. No novacain was needed. There were no additions of malfunction prior to the event. First indication that an injury had occurred was the pt flinched and stated that the handpiece was very hot. Treated with topical anesthetic and recommended warm salt water rinses at home. There was no follow up with the pt." Investigation by (B)(4) shows that handpiece was received from manufacturer on (B)(4) 2013 and sold to distributor henry schein on (B)(4) 2013. Device and additional info forwarded to the original manufacturer on (B)(6) 2014 for further investigation.